Event description:
Emergency room pt was in triage area with daughter. She felt faint and daughter grabbed the first wheel chair available. It was a bariatric unit for large pts. When pt sat in wheelchair, she grabbed the seat supports for balance as her daughter directed her to a sitting position. When the chair seat locked, pt's hand was caught in pinch point between locking mechanism and chair seat support. Pt's hand was sufficiently injury to lose a portion of finger at first knuckle.